Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.83 mm. There was no ivc anatomic anomaly. Presence of thrombus was noted in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was zero degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly. Presence of thrombus was noted in right pelvic veins (occluding the pelvic veins), the right lower extremity (which did not occlude the lower extremity veins) and the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 18.4 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 4.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (two day post-procedure), the post-procedure x-ray was completed which revealed filter tilt of zero degrees. Analysis of post-procedure x-ray revealed tilt of 19.5 degrees in the ap view and 6.2 degrees in the lat view. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms filter tilt. Deployment imaging demonstrated 5deg of tilt relative to ivc and 6deg relative to the posterior spineous processes. Following filter placement, the patient had a thrombectomy of the left common femoral vein, iliac vein and ivc. Imaging post-thrombectomy demonstrated changed filter position and significant increase in filter tilt (at least 25deg relative to the wire placed in ivc). No pre-intervention images are provided, which makes it difficult to determine whether the filter changed position due to manipulation of the wire, the thrombectomy device or spontaneously. Follow-up x-ray confirms the change in tilt compared to the initial venogram. Filter tilt is a known potential complication of vena cava filters. Filter tilt may happen during placement or during implanting period. Among other causes, filter tilt may be associated with placement in ivcs with diameters larger than those specified in these instructions for use, improper deployment, manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve devices passing through a filter, or a failed retrieval attempt. Excessive filter tilt may result in loss of filter efficiency. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.83 mm. There was no ivc anatomic anomaly. Presence of thrombus was noted in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was zero degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly. Presence of thrombus was noted in right pelvic veins (occluding the pelvic veins), the right lower extremity (which did not occlude the lower extremity veins) and the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 18.4 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 4.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement on (B)(6) 2016 (two day post-procedure), the post-procedure x-ray was completed which revealed filter tilt of zero degrees. Analysis of post-procedure x-ray revealed tilt of 19.5 degrees in the ap view and 6.2 degrees in the lat view. Patient outcome: the patient remains in the study.